Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys estradiol iii results from the cobas e 801 analytical unit that did not match the clinical picture. The result for one sample from the patient was 6.40 pg/ml. Another sample drawn from the patient on the same date as the original sample was tested on (B)(6) 2025 with a result of 33.8 pg/ml and was tested on (B)(6) 2025 with a result of 33.1 pg/ml.

Manufacturer narrative:
The investigation did not identify a product problem. A general reagent or analyzer problem was not present because the qc prior to the event was within ranges.